Event description:
New information received notes that a variation in sensing and pacing threshold was observed. The noise was not reproduced with provocative testing and pocket manipulation. The lead remains implanted and patient will be monitored. Patient medical condition continues to be good.

Event description:
It was reported during device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted. Patient condition after the event was good.

Manufacturer narrative:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the device was interrogated, a capture anomaly and noise were observed. The noise was unable to be reproduced in real time. The physician elected not to take any action. The patient condition was good.

Event description:
New information received notes that the programming changes were made. The patient condition was good.

Event description:
New information was received that the pacing threshold on the right ventricular channel was variable. All other electrical values were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.